Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, charging cable, and ac adapter for the libre reader were reviewed and the dhrs showed all components passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her freestyle libre 2 reader due to a fast draining battery. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, so husband provided oral glucose as treatment. No further details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.